Manufacturer narrative:
Date rec¿d by MFR : 29jul2019, date of report : 31jul2019. Technical support confirmed the reported issue and replaced front bezel. The unit passed basic function checks, vent information and extended self test- tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 26feb2019. International UDI # (B)(4). Reporter: no phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer contacted technical support (ts) stating that unit will not power off. The customer reported there was no patient involvement. Event date not specified; estimate used.